Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1628c82ee. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient for a 49mm abdominal aortic aneurysm. The patient had previously undergone implantation of an endurant stent graft system and the endoanchors were being implanted for treatment of a type ia endoleak in this stent graft. An endurant cuff and 4 non mdt bare metal stents were implanted in addition to the endo anchors and there was also coil embolisation of the right hypogastric. It was reported that 10 endoanchors were implanted during the procedure between the aortic cuff and the aortic neck and no endoleak was observed at the end of the procedure. It was noted that procedural bleeding occurred during the index procedure which was related to the index procedure. Intervention was performed with the administration of transfusion/platelets and the event was resolved with patient recovery. No additional clinical sequelae were reported and the patient is being monitored.